Event description:
Philips received a complaint from a philips sales representative reporting the v60 ventilator alarmed with a check vent: proximal pressure sensor auto-zero failed message during a pre-operational check at the sales office. The device was not in clinical use. There was no report of harm. There was no patient/user impact. The device continued operations. The device did not meet specification for intended use and was remained out of service. A manufacturer's product support engineer (pse) evaluated the device and could not reproduce the reported issue in testing. However, since the check vent: proximal pressure sensor auto-zero failed" (diagnostic code 110b) was confirmed in the device event log, the pse replaced the solenoid valves 3 and 4. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
The removed solenoids, x-valve (number 3 and 4) were returned to the product investigation lab (pil) for analysis. Visual inspection of the solenoid 3 and 4 revealed no discernable visual issues. The pil technician installed the components into a pil v60 standard test bed (stb) for testing. The pil technician was able to generate an alarm and error for 110b (check vent: proximal pressure sensor auto-zero failed) and 1109, during the stb operation with suspect solenoids installed into it. The pil technician concluded the suspect solenoid, which was swapped from position 3 and placed in position 2 is stuck in de-energized position. The suspect solenoid 3 is faulty.